Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. In the letter the dentist states that the patient was in their office as part of a routine exam following dental prophylaxis. The patient has persistent crowding and rotation affecting #7, 8, 9, and 10 that is not resolving under clear aligner therapy despite corrections. The dentist recommends the patient to discontinue aligner treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.